Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error, and there was no allegation reported against the product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during drain 1 of 4. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated that it looked like the cat had chewed the patient line. There was a large amount of fluid on the floor. The caregiver (cg) stated that she did see teeth marks in the patient line. Both bags were still connected and there didn't appear to have any leakage. The tsr had the cg cycle power to clear the error and end therapy. The cg would notify the nurse as soon as possible. No patient injury or medical intervention was reported. Product surveillance contacted the cg on (B)(6) 2010. The cg stated the following: the cat bit through the drain line and had probably had some solution contact. The hp had gone to the unit for follow up the next day where they notified the nurse of the situation. There was no medical intervention given to the hp and new supplies were used to clear the alarm. The cg now puts the cat in the basement during the hp's therapies. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient's cat damaged the patient line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).